Manufacturer narrative:
The cori drill, p/n rob10013, sn (B)(6) , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established visually and functionally. When the nosepiece was dissemble it was observed one of the bearing was stuck due to debris (refer to picture attached) making the insertion and lock of the bur impossible. Once the bearing was released (unstuck) the bur was inserted and locked in place. A kpc test was intended unsuccessfully. The nose would not expose and the bur couldn't be engaged. It was noted the motor worked intermittent. Once the device was completely dissemble and re-assemble the device work as design allowing the kpc test to be performed and completed successfully. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. The most likely cause of this event is contamination and failure of the motor. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the real intelligence cori for knee arthroplasty user manual (500230) for instructions of loading bur and for guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, prior to the start of a cori assisted tka surgery, they started the drill diagnostics and could not get the burr to insert and lock into the real intelligence robotic drill. They stated that the piston inside the drill is jerking back and forth instead of the normal smooth slide motion. The procedure was completed with manual instrumentation without delay. The patient was not harmed beyond the reported problem.